Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿e226 error¿, was not reproduced. However, since it was found that image flickered due to cable failure (connector contact failure), it was determined that communication failure occurred and e226 error occurred temporarily due to connector failure. As a note, e226 is an error that occurs when failed communication with camera head happens. (Instruction manual otv-s300 chapter 10 troubleshooting 10.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation of an e226 error was not confirmed, however, the flickering image allegation was confirmed due to a defective camera head cable. A broken plug unit was found with dent marks on it as well as on its pins. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd 3cmos camera head displayed an e226-scope communication error after inspection. It was added that the device was also flickering. This was discovered during maintenance. There was no report of patient harm.